Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o-lok clip applier instrument was inspected prior to use and no damage or anything out of the ordinary was observed. The incident with the large hem-o-lok clip applier was related to a clip application issue. It occurred as the surgeon was trying to clip a vessel and the clip applier would not close the clip. The clip applier did not clamp down to clip the vessel. The type of clips being used was weck clip. The surgeon was using a large clip. The incident occurred at the first application when the instrument was used. The issue was resolved by using another clip applier. The reported did not have information regarding instrument jaws being static or having unexpected motion. The reporter did not have information regarding the size of the vessel or tissue bundle when the clip application issue occurred. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting clamping issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to not have any damage. The large hem-o-lok clip applier instrument passed recognition and engagement on the in-house system. The large hem-o-lok clip applier moved intuitively with the full range of motion. The grips opened and closed properly. The large hem-o-lok clip applier passed the clip test and was fully functional. No issue was identified. The complaint regarding the reported issue was not confirmed by failure analysis, which indicates that the device did not contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted cholecystectomy procedure the large hem-o-lok clip applier instrument would not clamp to place clip. The site swapped to a backup instrument to complete the procedure as planned with no reported patient injury.